Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002, to treat stress urinary incontinence and mesh was implanted. It was also reported that the patient underwent another procedure on (B)(6) 2007, to remove her pelvic mesh device due to complications. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2007 due to bladder neck obstruction. No additional information was provided.